Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tube lifter in the problem area malfunctioning. The tube lifter, #2 pole cable, and gear belt were replaced. The x-position on the xyz arm above the primary and secondary racks was adjusted. The instrument was tested without further problem and returned to service.